Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and the following day, the insulin gauge displayed that the cartridge was empty; however, the customer withdrew approximately 300 units of insulin. Blood glucose level was not impacted. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.